Event description:
1910 pump alarmed. Pump turned off and reset rate to 41cc/hr. Total vol to 100. 1912 & 1920 accuchecks read "high" 1940 - noted tpn bag depleted to approx 500cc. Pt put on blow by 02 and taken to picu to monitor and decrease blood sugar.